Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and had inadequate pain relief. It was noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted.